Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Prior to insertion, the patient used a steroid (fluticasone) cream underneath the sensor. On (B)(6) 2025, the patient removed the sensor and noticed that there was no filament (sensor wire) underneath the sensor. That day she noticed that there was a red mark on her skin just underneath the sensor site. On the morning of (B)(6) 2025 she noticed that there was a bump. On (B)(6) 2025 the bump got bigger (about 2 or 3 inches) and her doctor told her to go to the hospital to have it checked. On (B)(6) 2025 she went to the emergency hospital and the doctor checked the area and he said that there was a big lump on the skin. They sterilized and made an incision about 2 inches and pulled out a big ball out of the skin and then sutured. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).